Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge door failed and could not be recovered. Rebooting the pyxis did not resolve the ¿requires maintenance¿ error. The pharmacy was closed, so medications could not be sent, and the fridge displayed inaccurate temperature readings. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed and could not be recovered. A field service engineer (fse) was onsite and tested the station, finding the refrigerator not on bus. Turned off the refrigerator, refrigerator battery, and medstation, then powered the refrigerator back on and turned on the battery. After the refrigerator fully booted, powered on the medstation. Customer cleared the refrigerator failure error, and the customer was able to access and inventory fridge medications successfully. The system functioned as intended after the field service engineer repaired the device.